Event description:
During injection of patient, collagen leaked around the needle hub causing needle to become entirely disengaged from syringe. Although no injury occurred, event is being reported due to possibility that an injury might occur should similiar event recur.